Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr=1.0, second test inr=1.6.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.0, second test inr = 1.6, mean = 1.3; sd = 0.42; %cv = 32%. The % cv is greater 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Per internal protocol, in-house retain strips 060398 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot, then no further action is required. If 1 lot fails, the add'l testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails add'l testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 060398) performed. Based on the above test results, retained strips lot 060395 meets the criteria for strip precision.